Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt was having a spinal fusion of two levels. The pt had pain at the ipg site and had requested a smaller ipg. In addition, the pt had not charged the ipg in about 1 year. It was reported, the pain was due to weight loss. The pt was no longer receiving stimulation. F/u identified the physician replaced the ipg, and performed the fusion. It was reported the impedance were normal intraoperative.